Event description:
The customer reported that they have a blinking red x with an hour glass in the ready for use indicator (rfu) and indications that this may be related to the battery. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.